Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board, cine drive, and the sata cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error and would not complete boot up. There is no report of injury or death associated with the event described in this complaint.